Event description:
Lab procedure: ralc45 dlu got into green range and was fired. Pc displayed "firing complete" message. No staples were present at tll and there was a tear in the tissue observed. A leak developed. Based o phone cdonversation with sales associate, the surgeon used excessive force upon using the ralc45 dlu and inadvertently compressed the device onto alice clamps. Which contributed to the device malfunctioning as stated above.